Event description:
Abutment fractured in patient's mouth a month after placement. No patient injury.

Manufacturer narrative:
The abutment was discarded but the investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.

Manufacturer narrative:
Product was discarded by the doctor and will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.